Event description:
It was reported to boston scientific corporation that a jagtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, after the device was advanced out of the scope, it had poor orientation. The procedure was completed another jagtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; device does not bow in plane.

Manufacturer narrative:
Patient identifier, patient age, date of birth, and weight are unknown. Patient is (B)(6). (B)(4) this code was selected by the manufacturer based upon information obtained from the user facility and do not reflect the condition of the device following the device investigation. A visual examination of the returned device found that the working length/distal tip and exposed cut wire were twisted. During testing by inserting the device into a scope, it was found that the initial tip orientation did not meet the orientation specification. The orientation of the distal tip could be adjusted by rotating the handle, however, could not be set within specification due to the twisted working length/distal tip. A functional evaluation found that the device was able to bow within specification, however, was not bowing in plane due to the condition of the device. The condition of the returned incident device was consistent with the complaint that the device had poor orientation. During manufacturing, tome devices are 100% inspected so the twisted working length and cut wire are likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.